Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the guidewire could not be forwarded in the left ventricular (lv) lead, nor backloading was possible. It was noted the lv lead then dislodged during suturing and the physician wanted to push the lead forward again, however, the guidewire could not be pushed through the lead. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.